Event description:
The customer reported that while monitoring patients, a xhibit central station (xcs) displayed an error message "audio sound player not supported" and restarted on its own twice within 30 minutes. The biomed reported that they tested the audio and no issues were found. A field service engineer (fse) was paged to go on site to perform further troubleshooting. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.